Event description:
It was reported that this system was explanted due to erosion and infection. A new system was implanted on the right side of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. The infection allegation could not be confirmed by laboratory analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was explanted due to erosion and infection. A new system was implanted on the right side of the patient. No additional adverse patient effects were reported.